Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the suctioning of sputum through the tracheal tube was not smooth, so the doctor replaced the tracheal tube at the bedside. After opening the package, it was found that the cuff of the new tracheal tube was leaking air. There was no patient harm.

Event description:
According to the reporter, prior to use, the suctioning of sputum through the tracheal tube was not smooth, so the doctor replaced the tracheal tube at the bedside. After opening the package, it was found that the cuff of the new tracheal tube was leaking air. The leaking tube was not used and replaced with a product of the same model and there was no patient harm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.